Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem 'device doesn't recognize when door is open, no load set display' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty upper hook. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump doesn't recognize when door is open, no load set display found during preventive maintenance. There was no patient involvement. No additional information is available.